Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal varices ligation for polyps in the colon performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the colon; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Manufacturer narrative:
Block h2: correction: block b5 (describe event or problem). Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with 5 bands still attached to it, one was overlapped and broken. In addition, the ligator housing teeth were damaged and the handle has evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure might be related with the technique used by the physician or the way the device was being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. This could have prevented the bands from deploying properly. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the damage on the ligator housing tooth affected the band deployment, potentially causing them to overlap or even break. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal varices ligation performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: device code a050501 is being used to capture the reportable event of band failed to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with 5 bands still attached to it, one was overlapped and broken. In addition, the ligator housing teeth were damaged and the handle has evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure might be related with the technique used by the physician or the way the device was being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. This could have prevented the bands from deploying properly. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the damage on the ligator housing tooth affected the band deployment, potentially causing them to overlap or even break. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal varices ligation for polyps in the colon performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the colon; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).